Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed in 2017') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("whole body hurts"). Essure was removed in 2017. At the time of the report, the medical device removal had resolved and the pain outcome was unknown. The reporter considered medical device removal and pain to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: this case is deleted from bayer database as this case was found to be duplicated of case (B)(4). All the information has been transferred to retention case (B)(4) . Event added- pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed in 2017') in a (B)(6) year-old female patient who had essure inserted. In 2003, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed in 2017. At the time of the report, the medical device removal had resolved. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.